Event description:
Caller states the patient tested 5.0 inr on the coaguchek system and 3.74 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of the suspect system and replacement was sent.